Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. After a non-bsc guide wire crossed the lesion, a 3.50mm x 12mm nc emerge® balloon catheter was loaded on the wire. However, the device became stuck and was unable to be advanced or withdrawn. The device never entered inside the patient. The wire was cut in front of the catheter to separate the devices. No patient complications were reported.